Event description:
It was reported that during the initial implant procedure, after fixation of the right ventricle (rv) leadless pacemaker (lp), the delivery catheter was unable to go into tether mode. During attempts to enter tether mode, spontaneous release of the fixated rv lp occurred. The rv lp was explanted and replaced using a new delivery catheter. The patient was in stable condition.